Event description:
As reported: a post angiogram was taken after closure, and an occlusion was noted distal to access site. A dissection was identified, however unsure of cause. The physician was able to eventually cross and place bare metal stents in the femoral artery. Additional information received on 07dec2021: during a tavr procedure, ultrasound and micro puncture single access was obtained. Access was in the right groin and located mid cfa. The right cfa measured 7.3mm with mild posterior calcification proximal to the access site. There was no tortuosity noted in the vessel. Manta depth was measured at 4.5 + 1 = 5.5cm. There were no issues with advancing or withdrawing procedure sheaths during the tavr case. Prior manta deployment, act was 433 and heparin and protamine were administered intravenously. Time to hemostasis was immediate. The physician deployed a ptca balloon and a 9x40mm and a 7x80mm bare metal stent. Current patient condition is reported as fine.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 7.3mm, mild calcification proximal to access, posterior wall calcification, and a depth deployment measurement of 4.5cm + 1cm. A central positioned access was gained utilizing ultrasound and micro puncture. No issues were encountered advancing or withdrawing procedural sheaths. Following deployment, hemostasis was immediate. Post closure an occlusion distal to the access site; and a dissection were identified. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the manta deployment or during the initial procedure. The physician contralaterally applied balloon inflation and deployed two bare metal stents in the femoral artery to address the occlusive dissection. It is suspected the root cause of the occlusion is due to a dissection flap propped open blocking flow. However, this could not be confirmed since no angiograms from the incident were received for investigation purposes. The following adverse events related to the deployment of vascular closure devices have been identified in the us IFU: local trauma to the femoral or iliac artery wall, such as dissection and/or ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, possibly requiring endovascular intervention.